Manufacturer narrative:
This supplemental is to correct the brand name and model number for this product.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4). (B)(6).

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient was experiencing continued issues with air bubbles in the cartridge and infusion set despite changing out supplies multiple times. Reportedly, when the patient switched to a loaner pump, the air bubble issue stopped. The patient was reportedly using correct cartridge fill technique. The pump was replaced. The reporter noted that the patient had experienced elevated blood glucose (bg) associated with the air bubble issue, but no bg values or signs or symptoms were reported. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that there were air bubbles in the system that resolved with use of a different pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings: a review of the black box showed no activity outside normal use. The pump completed a rewind, load, and prime sequence successfully. Test boluses were performed during investigation, and the boluses were recorded accurately in the pump histories. The pump was exercised for 24 hours with no issues occurring. There was no evidence of air bubbles during investigation; the pump performed within specifications. Unrelated to the complaint, visual inspection revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.